Manufacturer narrative:
One device was received for analysis of complaint that pump reset to default settings after it was turned off. Investigation found the downstream occlusion (dso) seal was damaged. This indicates that the seal integrity is compromised and is a reportable malfunction. Log events were reviewed and there are no errors related to the customer complaint. There were no services previously reported. Visual and functional testing was performed. The downstream occlusion (dso) seal was damaged, and it was replaced. The device and software were updated and calibrated for better operation and to avoid future errors. Device passed all testing post repair.

Event description:
One device was received for analysis of complaint that pump reset to default settings after it was turned off. Investigation found the downstream occlusion (dso) seal was damaged. This indicates that the seal integrity is compromised and is a reportable malfunction. No patient harm was reported.